Manufacturer narrative:
Clarification was received that the repeat bilirubin result of 188 ¿mol/l obtained two days later was from a new sample from a new blood collection. The field application specialist was provided information stating the issue was due to a miscommunication at the customer site, in which the value was misheard when conveyed by the doctor to the laboratory department. The error was later corrected, and the revised results were consistent with the patient¿s clinical condition. The investigation did not identify any product issue.

Event description:
There was an allegation of questionable bilirubin total gen.3 results from the cobas 4000 c311 stand alone system. At 11:24 am, the initial serum bilirubin result was 345.1 mol/l. At 4:30 pm, the infant was evaluated at another hospital, where a new blood sample was collected. The bilirubin result was 228 mol/l. Two days later, the repeat bilirubin result was 188 mol/l. It was unclear if this result was generated from one of the these samples or from a newly collected sample.

Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number was (B)(6). The investigation is ongoing.